Event description:
An out of box failure for a cracked inlet port was reported. The defect was initially hid by a blue cap and became visible when proceeding for connect the oxygenator to the circuit. Ref: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when additional information becomes available.